Event description:
It was reported that there was "blood leakage from the "y" junction (bonded section) of the lumens."

Manufacturer narrative:
One intact split stream catheter was returned for eval. A visual examination of the sample revealed a small hole in the arterial lumen at the point where the lumens are bonded together. The split stream catheter is manufactured by bonding two lumens together allowing the distal portion of the lumens to be separated by the physician as deemed appropriate. The proximal portion of the lumen is permanently bonded. The manufacturing process of the permanently bonded section of the lumens included a peel back step after bonding to assure the correct location of the bonded section. After evaluating returned samples, it was determined that the "peel back" step may have contributed to the weakening of the lumen wall to the point that a hole may develop over time. Changes have been implemented to the manufacturing process that will minimize the spreading of the bonding agent passed the permanently bonded section, therefore, eliminating the "peel back" step. A trial was conducted using the improved process. All catheters met all acceptance criteria-visual, dimensional, and leak test.